Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 3 years, 1 month post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the valve failed. Tee revealed a gradient of 53 mmhg across the s3 valve and poor leaflet function. The team proceeded with a valve in valve. The procedure was uncomplicated and the account plans to discharge the patient today.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information b.7 relevant history and h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusion it was initially reported that approximately 3 years and 1 month post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the valve failed due to stenosis. Per medical records tte revealed bioprosthetic aortic valve with severe stenosis. Mobility was not restricted. No regurgitation. Av peak/mean gradient 30/28mmhg. Ava vti 0.97cm2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the prosthetic valve stenosis cannot be determined, however, may be related to the progression of the patient's pre-existing disease processes which may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information h.6 type of investigation. Corrected h.6 investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed calcification was observed on all three leaflets. During manufacturing of the sapien 3 valve, the sapien 3 valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of the lot history revealed no other similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, IFU, us and no IFU/training deficiencies were identified. The IFU provides guidance on warnings. Accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. It provides guidance on precautions. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by echo report/medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR, lot history and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it was reported that patient had history of aortic stenosis. It is well known that patient with history of aortic stenosis may have an increased risk of developing bioprosthetic aortic stenosis. While a definitive root cause was unable to be determined, it is possible that progression of the patient's pre-existing disease process may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.